Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain (abdominal)"). The patient was treated with surgery (on (B)(6) 2013 hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test conducted (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dysmenorrhea (cramping), pelvic/abdominal was added. Event outcome was updated for the events: pelvic pain, abdominal pain, dysmenorrhea. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.